Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There was a bend in the hypotube 2cm from the strain relief. At 23.9cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. There was heavy coating on the balloon which was tightly folded.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a distal in stent restenosed circumflex (cx). A 2.75mm x 30.00mm agent dcb balloon was advanced to the target lesion, but while crossing, the hypotube kinked and broke. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a distal in stent restenosed circumflex (cx). A 2.75mm x 30.00mm agent dcb balloon was advanced to the target lesion, but while crossing, the hypotube kinked and broke. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.